Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump was going blank. The customer stated that it had a low battery and it then shut off. He changed the battery 2 or 3 times and the display would come on for about 5 seconds and then go blank again. The customer stated he did not have the device to troubleshoot since he had reverted to his other insulin pump. Blood glucose value is unknown. The customer was advised to call back to complete troubleshooting when having the insulin pump.